Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2011. Patient underwent revision surgery on (B)(6), 2011 due to dislocation. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012.